Event description:
The pt stated, that he was signaled by his infusion device and observed an e4 (occlusion) error on the display. He then began to examine his infusion set. He noticed that connector on the transfer-set (tubing) would not snap correctly into the compatible connector on the head-set. During troubleshooting with a customer rep, he realized that the needle within the transfer-set connector was bent. He believed that the needle was bent as he removed it from the package and before he used it, because it "would not make the snapping sound." He believed the bent needle in the transfer-set connector caused the e4 (occlusion) error to occur. He corrected the problem by replacing the transfer-set. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.